Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. The helix mechanism test was failed due to dried blood in the housing and tissue entwined in the helix. Measurements were within normal limits and visual inspection noted a tissue entwined in the lead tip of the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was a case of an attempted implant in deep septal due to unknown product performance anomaly. This brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in deep septal due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.